Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of high lead impedance was confirmed via reviewing of the fast-path summary. The device was tested on the bench and unity test station and high voltage lead impedance was normal at all times. The cause of the field anomaly was not determined.

Event description:
It was reported that the lead experienced high impedance when the patient moved their arm. The physician believed the issue was due to a possible lead rupture. The lead and device were explanted and returned.